Event description:
It was reported that a dissection occurred, requiring an additional stent. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The first target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery extending up to left distal superficial femoral artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 250 mm with 100% stenosis. Prior to target lesion treatment with study device, atherectomy was performed by using a non-boston scientific (bsc) atherectomy device and pre-dilation was performed by using 4.0 mm x 240 mm non-bsc balloon. Treatment of target lesion was performed by dilation using 5 mm x 200 mm, 6 mm x 200 mm, and 6 mm x 150 mm ranger drug-coated balloons study devices. Following post treatment, dilation was performed by using 5 mm x 120 mm non-bsc balloons, placement of 6.0 mm x 150 mm innova bare metal stent and 6.0 mm x 125 mm non-bsc bare metal stent. Following treatment, the final residual stenosis was noted to be 0%. The second target lesion was in the left proximal popliteal artery, left mid popliteal artery extending up to left distal popliteal artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 100 mm with 70% stenosis. Prior to target lesion treatment with study device, atherectomy was performed by using a non-bsc atherectomy device. Treatment of target lesion was performed by dilation using 5 mm x 200 mm ranger drug-coated balloon study device. Following post treatment, dilation was performed by using 4 mm x 200 mm non-bsc balloon. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2023, on the same day of index procedure, during the treatment of the first target lesion, dissection of grade b and was noted in the target lesion. Additionally, residual stenosis was also noted. Of note, site has confirmed that dissection was due to 6 mm x 150 mm ranger drug-coated balloon. In response to the complication, stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved. On (B)(6) 2023, the subject was discharged from the hospital on clopidogrel.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age at the time of enrollment: 83 years old.